Event description:
It was reported to medtronic minimed that the customer experienced a damaged battery cap and the battery cap contacts were missing or damaged. The customer also reported that the insulin pump had a crack on the battery tube threads that affected the insulin pump's functionality. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was performed and the customer will be provided with a replacement battery cap. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a battery cap. No battery cap contact missing/damaged and battery cap damage noted during visual inspection. The pump was received with a partial broken battery tube threads. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case, a cracked case behind the pump and a cracked case-corner of belt clip rails near the battery tube compartment, cosmetic damage was confirmed at the battery tube threads of the pump during analysis. Customer alleged for battery cap contact missing/damaged and battery cap damage were not confirmed. . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.